Manufacturer narrative:
Weight, ethnicity, and race: unk. Work order search: no similar complaints within associated lots were found. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of a -4.0/1.0/99 (sphere/cylinder/axis) was implanted as a replacement for a patient's right eye (od) on (B)(6) 2022. This was due to a excessive vault and significant reduction of iridocorneal angles. The problem was resolved. Reportedly, "lens opacity (mydriasis was not maximal at the time of icl removal + icl size was 12.6, which was large and took time and effort to remove. Also, the lens cloudy due to the high viscosity of the lens when using the shell gun). The patient eye is still unstable postoperatively and we are still discussing the future with the patient."

Manufacturer narrative:
Additonal information: h6- type of investigation code; 3331- device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
Corrected data: b5: the reporter indicated that the surgeon implanted 12.6mm vticm5 12.6 implantable collamer lens of diopter -4.0/+1.0/99 (sphere/cylinder/axis) into the patients right eye (od) as a replacement lens on (B)(6) 2022. The patient experienced early lens opacity. Reportedly "lens opacity (mydriasis was not maximal at the time of icl removal + icl size was 13.2, which was large and took time and effort to remove. Also, the lens became cloudy due to the high viscosity of the lens when using the shell gun). The patient eye is still unstable postoperatively and we are still discussing the future with the patient". The lens remains implanted. Claim# (B)(4).